Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 510 mg/dl. Customer declined to be transferred to the helpline to troubleshoot. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.